Event description:
It was reported that a symptomatic patient presented in-clinic following up with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. This was clinically resolved by decreasing the ventricular sensitivity. It was recommended by technical service that the device sensitivity settings should be decreased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.